Event description:
A facility reported that during a dural repair case, the duraseal exact spine sealant 5 ml (206520) was mixed as indicated in the IFU (instructions for use), but did not form a gel upon application and was a very watery consistency. Another pack of duraseal was used in the procedure. There was no patient injury and no information on surgical delay is known.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.